Event description:
Reporter is writing this letter to echo their concerns of another dr concerning the use of triad lubricating jelly in their plastic surgical practice. He took the liberty of forwarding your contact info so that reporter may also convey their experience with this product. They originally wrote a letter to another md on 6/1/2005. Reporter has been a plastic surgeon for the last 13 years, the last 10 in private practice. Rptr has performed thousands of liposuction procedures during this time, utilizing a sterile hypoallergenic lubricating jelly at the entrance site through which the cannula is passed hundreds, if not thousands, of times during the surgery. A jelly is employed to specifically protect the skin from abrasion and possible heat injury. The incisions are closed with fast absorbing suture. Normally, the only 2 problems encountered with these incisions are very rare cases of infection and tape allergy. Up to mid 12/2004, rptr's practice utilized johnson & johnson k-y as the lubricating jelly of choice, but at this time the supply was interrupted due to discontinuation of the actual product. Consequently, the supply co substituted triad. During the subsequent 3 months, rptr performed liposuction on approx 18 pts. All have experienced dreadfully persistent wound complications, ranging from raised, widened, indurated and erythematous scars to delayed dehiscence (after 2 or more months) with severe cellulitis in the more serious cases. All wounds display an inability to epithelialize with some remaining open for months despite conservative measures. Even more disturbing is the fact that some wounds have dehisced 4 days after staged excision and primary closure delayed months after the original liposuction procedure. After it became apparent that triad was the common denominator among these wound problems rptr switched to surgilube. The problem disappeared as quickly as the problem arose. Rptr now have many confused, scared and angry pts wanting answers to their continuing wound predicament. Rptr knows that many of their colleagues have had similar clinical experiences. Biopsies have revealed foreign body reactions, while cultures have been unrevealing for any atypical mycobacteria or common culprit. Rptr feels that this problem warrants the attention of the FDA since it represents a serious matter requiring organized and sophisticated investigation. Rptr is free to answer any questions and provide any further info you deem relevant.